Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation on her back described as sores. The patient's nurse applied antibiotic cream which seemed to help with the sores. Follow-up indicated that the area was itchy and irritated around the electrodes. The current medical condition of the irritation is unknown.